Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump should have generated an alarm, but no alarm occurred when there was no fluid in the line. The medication bag was not fully inserted into the epidural administration set spike. The facility has the cadd epidural pump involved in the event and obtained another unit on which the nurse, in collaboration with the anesthesiology department, was able to reproduce the issue. During the procedure, despite the medication bag being only minimally engaged with the spike, the pump continued operating as though fluid was flowing through the line. No air-in-line alarm or error was generated at any point. There was no patient involvement during the testing, and no harm was reported